Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the usb port was damaged preventing the customer from charging the pump. Customer's blood glucose was 189-190 mg/dl. Customer reverted to alternate insulin therapy.